Event description:
A generator was replaced for prophylactic reasons and subsequently returned for analysis. Product analysis confirmed that contaminants were present on the pcba which contributed to additional electrical paths and resulted in the device reaching an ifi status prematurely. The pcba failed several tests due to the contaminants. A review of device history records for the generator shows that no unresolved non-conformances were found. The device met all specifications for release prior to distribution and was manufactured with the laser-routing process. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.